Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between heartmate 3 lvad, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4); no product is available for investigation. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found within this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device is 1 year and 4 months. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that after outpatient labs showed a decrease in hemoglobin, the patient was instructed to go to the emergency room due to suspicion of gastrointestinal bleeding. One unit of packed red blood cells was given and the next day right heart catheterization was performed. The patient received octreotide injections. The patient was discharged on (B)(6) 2019 but it was noted that the bleeding was still ongoing.